Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was taken to the emergency room via ambulance on (B)(6) 2019 due to low blood glucose under 30 mg/dl. Caller reported that customer experienced low blood glucose for two weeks prior to event. Customer was treated with glucose and was monitored in the emergency room until blood glucose stabilized. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting could not be completed as customer was not available with insulin pump at the time of call.

Manufacturer narrative:
(B)(4).

Event description:
Event date has been changed to (B)(6)2019.